Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. Root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
The customer reported using a t-fastener anchor set for a laparoscopic jejunal -tube and wanted to suggest making them with a stronger suture than a superthin 4-0 suture that can be broken easily. Recently the customer had an instance when all 4 saf-t-fasteners broke on pod#3 and the jejunum dropped away from the abdominal wall. No additional information provided.